Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02373; 2938836-2020-02374. It was reported that during in clinic check, low impedance was observed on the right atrial and ventricular leads. The physician also alleged malfunction on the pacemaker. The noise was not reproducible but currently, the clinic still received impedance alerts on merlin.net. The patient was stable and will continue to be monitored since he was not pacemaker dependent.

Event description:
New information received notes that during the procedure, the set screws were tight. The atrial and right ventricular leads were tested and the impedance, sensing and thresholds were consistently normal. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of an incorrect measurement anomaly was confirmed. Connection problem was not confirmed. The device was received in normal battery range but low impedance. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Interrogations on the programmer show atrial and ventricular low lead impedance and higher than expected current. Automated test equipment electrical test failed impedance test. Device was cut opened and high current was noted when a power supply was attached in parallel. Replaced original battery with new one and high current was lost. Product code was reloaded with nominal settings and low lead impedance and higher than expected current was noted. Current drain measurement without telemetry indicated normal current drain. Header and connector inspection did not find any anomalies. Further testing of hybrid found anomaly with hercules ic. This is consistent with hercules ic measurement circuit anomaly and could cause the low impedance measurement. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.